Manufacturer narrative:
Customer quality conducted an investigation of the received x-ray. The reported plate and screws were not received for investigation. The investigation is based on the reported information and provided x-rays. Device condition: the provided x-ray shows a plate with two screws located in the proximal portion of the plate and various screws (exact count could not be determined from provided view) located in the head of the plate. It was observed that there is a break in the shaft portion of the plate and a break beneath the head of each of the two proximal screws. No additional malfunction of the screws or plate was observed in the x-ray. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the specific intraoperative conditions are unknown and the devices were not returned. Lot number review: a DHR review could not be performed as the lot numbers are unknown. Drawing review: based on the provided details, the current revision of the probable plate part family (0x.124.4xx) and screw part family (x14.8xx/9xx) were reviewed. --va lcp curved condylar plate: --4.5mm cortex screw: during the investigation no product design issues were observed that may have contributed to the complaint condition. Risk assessment review: the associated design and clinical risk management (dcrm) documents for the plate and screws were reviewed and found to adequately address the complaint condition. No definitive root cause was able to be determined as the devices were not received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth and weight not available for reporting. Date of device breakage and non-union is not known. This report is for an unknown 4.5 mm va condylar plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date reported as (B)(6) 2017. The 4.5 mm va locking screw quantity reported as 4 or 5. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery due to one (1) broken plate and two (2) broken 4.5 mm cortical screws. The patient was treated with a 4.5 mm variable angle (va) condylar plate - left, 4.5 mm cortical screws, and 5.0 mm va locking screws for a distal femur fracture on an unknown date in (B)(6) 2017. At a subsequent follow-up appointment on an unknown date, it was determined that the plate was broken and two (2) 4.5 mm cortex screws were broken, and the patient had developed a non-union. The patient was returned to the operating room on (B)(6) 2017 for removal of all hardware, and revision to a competitor¿s nail product. There was no surgical delay, no additional medical intervention, or unanticipated x-rays. The patient was stable during and following the surgery. Concomitant devices reported: 4.5 mm cortex screws (quantity 1); 4.5 mm variable angle locking screws. This report is for one (1) unknown 4.5 mm va condylar plate. This is report 1 of 2 for (B)(4).